Manufacturer narrative:
This report is submitted on june 05 2020.

Event description:
Per the clinic, the patient experienced wetness, tenderness and an infection around the abutment and subsequently was treated with oral antibiotics for 5 days (date not reported).